Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were not able to rewind the insulin pump. The customer¿s blood glucose level was 200 mg/dl. The customer also reported insulin pump had software error detected. The customer was assisted with troubleshooting and reported that they were able to clear the alarm and insulin pump passed displacement test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No rewind anomaly noted during testing. Software error detected alarm found in the insulin pump history due to software error.